Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced the allergic reaction while using comfort splint. The patient experienced reaction within 10 to 15 minutes after leaving the office. Upon experiencing the reaction, the patient took 2 tablets of (B)(6) (with anti-histamine) immediately and 2 additional tablets later in the day. Symptoms were better by the next morning. The patient stopped using the device after experiencing the reaction. The patient denied allergies to any of the products used during the delivery as they were used on her before. The patient stated she has food, animal and seasonal allergies; however, she is not allergic to latex. The device was fitted and marked with articulating paper, adjusted with acrylic lab burs and felt wheel, polished with pumice, and rinsed with water.

Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: the device was returned, but did not transfer to the investigator. Investigation results: the device was returned, but did not transfer to the investigator. Root cause: a root cause for this complaint cannot be explicitly determined. IFU (B)(4) (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.